Event description:
It was reported by the patient that she underwent a gynecological procedure on (B)(6) 2011 and mesh was used. Since the surgery she has experienced pain, neuropathy of the legs and feet, lower back pain and frequent infections. No additional information available.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. Infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00204. The same patient is represented in each medwatch. This medwatch report is in response to receipt of maude event report (B)(4).